Manufacturer narrative:
The IFU for the reported product model was reviewed and confirmed to include descemet's membrane tear or detachment as a known complication. The device history record (DHR) could not be reviewed, as no specific serial or lot information was available. The product was manufactured, tested, and released in accordance with validated procedures. As the device is not available for return, no device malfunction could be confirmed.

Event description:
Descemet.